Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Patient underwent uneventful ilasik in both eyes on (B)(6) 2014. Patient was being followed by their primary eye care provider. On (B)(6) 2014 patient was referred back to evaluate debris under the flap in left eye. Appeared to be mucoid in nature. Patient stated some glare in left eye. Surgeon decided to lift and irrigate left flap. Patient seen (B)(6) 2014. Visual acuity sans corrected 20/20 in both eyes. Flaps and interface clear in both eyes.